Manufacturer narrative:
The log file of the affected device was provided for the investigation. Based on the log entries it could be confirmed that the cockpit performed a restart around the time of event. The device alarmed as specified and the ventilation continued as previously set. The log file did not point to a persistent hardware malfunction of the cockpit. However, based on the log entries a root cause of the restart could not be determined. If the device detects a deviation concerning the cockpit, a warmstart will be triggered in order to reset the micro processing system to a specified state. The ventilation performed by the ventilation unit is not affected by a restarting cockpit and will be continued as set. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the secondary oled-display located on the ventilation unit. After successful completion of the warm start, the system will post the alarm message ¿cockpit restarted¿ with accompanying audible alarm tone. The number of similar cases is within the expected range of the respective risk assessment and thus accepted. Based on the investigation results this case is not considered reportable anymore as no death or serious injury occurred or would be expected to occur if the malfunction were to recur.

Event description:
It was reported that the device restarted automatically during use. No patient injury was reported.

Manufacturer narrative:
The investigation was started; results will be provided in a follow up-report.

Event description:
It was reported that the device restarted automatically during use. No patient injury was reported.